Event description:
Per medwatch report( mw5107229), it was reported that cadd reservoir cassette is alarming no disposable, pump won't run. Switched cassettes and proceeded without issue. No patient injury reported.